Event description:
The sensor was itching me and I had to remove it. I notice a round rash and a lump on my arm where it was placed. Just wanted to report the reaction I had, while wearing the sensor. FDA safety report ID# (B)(4).